Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke to the customer over-the-phone and advised the customer to remove the center cover then verify movement of the cup transfer mount. Since the slightly sticky and spring return was not immediate, the fse advised the customer to use hot water to clean the area. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2018, which included data from (B)(4) 2017 through (B)(4) 2018. There were no similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 flags and error messages are as follows: [2163] c.transfer cup not released cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. [4275] incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause for the reported event was a sticky cup pickup on the transfer assembly.

Event description:
A customer reported error 4275 incubator slipping detected on the aia-900 instrument. Technical support advised the customer to clean the incubator and the pick-up arm then to perform an all set home. No error occurred when the all set home was performed. The customer then ran controls and error 2163 c. Transfer cup not released occurred. Customer is unable to run patient samples on follicle stimulating hormone (fsh) and luteinizing hormone (lh). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and lh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.